Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of device migration, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported patient underwent cataract extraction/iol insertion with xen/mmc to the left eye. At week 1 postoperative patient required a needling procedure to straighten implant as it had become curled. Approximately one month later patient required bleb needling/mmc, noted as "uncomplicated." A few weeks later patient underwent two 5-fu injections, noted as "uncomplicated." Four months later patient underwent bleb needling with bevacizumab injection to "help maintain the effectiveness of the product." The procedure was noted as "uncomplicated." Five days later it was noted the xen had dislocated and was now "floating in the patient's anterior chamber." Patient was additionally noted to have iop 4 and diffuse bleb. The device has been explanted.